Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during post check of the device the programming head was placed over the device and the patient went into a ventricular tachycardia (vt) rate of 150-160 bpm. The patient became symptomatic with the vt and had shortness of breath with palpitations. The device remains in use. No patient complications have been reported as a result of this event.